Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to user mis-handling of the fiber based on the event description and the location of the break. A manufacturing/ labeling defect was not identified, the root/ probable cause of the complaint was not related to user technique/ human factors or related to device labeling/ design and the complaint trending limits were not crossed and no investigation components in this investigation suggest escalation is required. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 150 micron tfl single use fiber was opened, and plugged into soltive. As the surgeon was feeding the fiber into and through the scope, the fiber snapped. The issue was found during preparation for use for a therapeutic, renal stone procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.